Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The legal manufacture was unable to confirm whether the customer's reprocessing steps were deviated from the instructions for use. Based on the results of the investigation, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. Based on the results of the investigation, it is likely the following led to the malfunction: forceps could not be inserted: it was presumed the forceps could not be inserted because foreign material clogged biopsy channel. Foreign material in biopsy channel: the material could not be eliminated due to physical damage on the device. The events (forceps could not be inserted and foreign material in biopsy channel) can be detected by following the instructions for use: inspection of the instrument channel and forceps elevator. The user may detect the event (foreign material at forceps elevator (l-arm)) by handling the device according to the following: inspection of the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, the duodenovideoscope exhibited forceps cannot be inserted, foreign material in the channel tube and in the l arm (forceps elevator). There were no reports of patient involvement or injury.